Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3093-28 lot# j0527412v, implanted: 2005 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received from the hcp reported that there were no abnormal impedance issues. It was reported that the revision took place on (B)(6) 2012. The patient had mild cellulitis following the revision, and did well with antibiotics requiring no revision. It was reported as a non-serious illness.

Event description:
It was reported, there was an unclear problem during a revision surgery. The reason for the surgery was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.